Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the pd catheter was removed, the dianeal therapy and all other medication were discontinued and the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was not reported if the patient was hospitalized. The treatment for the peritonitis included inj (injection) of vancomycin (1 gm, intraperitoneal (ip), once daily), inj of amikacin (100 mg, ip, once daily), inj of ecomer (1 gm, ip, once daily) and inj of reflin (1 gm, ip, once daily). The outcome of the peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.